Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip cable was frayed at the distal end. The frayed cable strands were stuck out at the idler pulley. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. No pitch cable breakage was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after successfully completing a da vinci assisted surgical procedure, the large suturecut needle driver instrument was sent to central processing and inspection identified cable damage at the tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the cable failure did not affect the functionality of the instrument and no fragment fell into the patient during the procedure.